Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited an unresolvable force sensor failure. No patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the battery to be missing, cracked top case, and a cracked right plunger case. A review of the event history log found a ¿sf: force sensor test¿ error. Functional testing was able to verify and duplicate the reported problem. It was determined that the out of specification force sensor was the root cause and was recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.